Manufacturer narrative:
An event of material split, cut or torn on the delivery sheath was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field showing damage on the tip of the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material split, cut or torn could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer talisman delivery sheath was chosen for a procedure. During procedure, the tip of the delivery sheath slightly tore as soon as it accessed the vein. A new 9f amplatzer talisman delivery sheath was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.